Manufacturer narrative:
(B)(4)

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A 3.00mm x 15mm maverick balloon catheter was advanced to dilate the lesion. However, the device failed to cross the lesion and upon inflation at 14 atmospheres the balloon ruptured. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a maverick 2 balloon catheter from lot 19475019, which is different than the lot number which was reported. Additional follow-up has been conducted. The balloon was loosely folded. There was contrast in the inflation lumen. The balloon, markerbands, proximal bond and tip were microscopically examined. A circumferential tear was identified in the balloon wall 4mm from the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery (rca). A 3.00mm x 15mm maverick²¿ balloon catheter was advanced to dilate the lesion. However, the device failed to cross the lesion and upon inflation at 14 atmospheres the balloon ruptured. No patient complications were reported and the patient's status was stable.